Event description:
During routine preventive maintenance (pm) testing, the infusion pump failed the noise check test due to disconnected speaker wires. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing, the infusion pump failed the noise check test due to disconnected speaker wires. A review of the serial number history found no prior similar complaints. The failure mode was confirmed; however, the cause remains undetermined. Reference to complaint(B)(4)